Manufacturer narrative:
(B)(4): the customer reported an intermittent issue for 12 lead ECG. There was no negative pt impact. The device was evaluated by a philips fse. The reported symptom could not be reproduced. The device passed all required testing. No trouble was found. The device remains at the customer site for use. The reported symptom could not be reproduced and we are therefore unable to determine the cause of the reported symptom.

Event description:
The customer reported an intermittent issue for 12 lead ECG. There was no negative pt impact.